Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a customer reported ¿that they received recall notification on 12-02-2025 for two of their abbott freestyle libre 3 sensors.¿ there were no alleged adc device issues related to the adc devices. Adc customer service successfully contacted the customer, and no further event information was provided based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. Reference report: mw5181884. All pertinent information available to abbott diabetes care has been submitted.